Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that the customer was experiencing high blood glucose. Blood glucose level at the time of the incident was 580 mg/dl which was treated with bolus. It was reported that the customer ate their meal and did the mealtime bolus but it was not delivered successfully. The auto mode feature was active at the time of incident. Customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.